Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address pain with elevated metal ion levels.

Event description:
Legal claim received alleging that the patient suffers from pain, swelling, fluid collection, and difficulty ambulating. Also alleged is elevated metal ions and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed. This is a duplicate report of 1818910-2013-25139. This report, 1818910-2012-07683, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-25139.

Manufacturer narrative:
Depuy still considers this complaint closed.